Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the a common femoral artery using a 6f sheath after a percutaneous transluminal angioplasty in the left anterior descending coronary artery. Reportedly, a cuff miss occurred when retracting the plunger. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. There was no clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The plunger, cuffs, link and needle tip, key device components, were not returned; therefore, the reported cuff miss was unable to be confirmed. There was no abnormal observation found on the returned device body that could have contributed to the reported complaint. Based on visual and functional analysis of the returned device component, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.